Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. The customer's blood glucose level was 584 mg/dl. Customer¿s speech became slurred, customer was dizzy, and customer became incoherent. Emergency medical services were called and assisted customer with completing the load process. Customer was able to load a new cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.